Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, when the lead was positioned in the atrial, the helix could not be extended. The lead was twisted and fractured. The lead was replaced. The procedure was completed with no consequences to the patient.